Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During cardiac ablation procedure with a varipulse¿ bi-directional catheter the patient experienced a lot of coughing, cramping, o2 saturation dropping 82 and 76 after the 3rd ablation treated with deeper sedation. The patient continued coughing and whole-body spams, and the procedure was stopped. The patient is suspected to have chronic obstructive pulmonary disease (undiagnosed) as they were a heavy smoker. The report indicated that during a varipulse pvi (pulmonary vein isolation) procedure the patient started coughing and cramping a lot. The o2 saturation during the procedure was at 82 and fell to 76 after the third pfa (pulse field ablation). The physician and medical staff tried to deepen the sedation with propofol (in total 44 bolus propofol were given) and gave 0.15 mg fentanyl. The patient continued to cough and showed muscle spasms across his whole body, so the physician decided to stop the procedure. The surgery was not delayed due to the reported event, and the procedure was not successfully completed. The coughing and spasms continued for 20 minutes post procedure. No catheter fragments were generated.

Manufacturer narrative:
On 20-feb-2026, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 25-feb-2026, bwi received additional information regarding the event. For intervention the patient was given oxygen and deepen sedation but it didn't help and therefore they decided to stop the procedure. No extended hospitalization was required. Patient fully recovered. The physician's opinion on the cause of the adverse event was undiagnosed chronic obstructive pulmonary disease (copd) after years of smoking. This caused the patient to not support sedation with propofol and therefore cough after pfa (pulse field ablation) energy was delivered. On 13-mar-2026, bwi received further information on the event. In the physician's opinion, the kink in the catheter was not present during the procedure and therefore did not harm the patient. No difficulty was experienced while maneuvering the catheter or during withdrawal. The johnson & johnson vizigo sheath was used. No detachment was observed. No knot was observed. There was no exposure of any internal catheter components or sharp edges. The clinic also confirmed that they did not have any fluoro images saved from the procedure. Form updates: - section a was updated with the patient's age, weight, sex, and race. - the patient's undiagnosed copd was added to section b7 in medical history/preexisting condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-mar-2026, the product investigation was completed. During cardiac ablation procedure with a varipulse¿ bi-directional catheter the patient experienced a lot of coughing, cramping, o2 saturation dropping 82 and 76 after the 3rd ablation treated with deeper sedation. The patient continued coughing and whole-body spams, and the procedure was stopped. The patient is suspected to have chronic obstructive pulmonary disease (undiagnosed) as they were a heavy smoker. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed that the loop of the device was found knotted. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31579668l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. The potential cause of the knotted condition could be related to the handling of the device after the procedure or during shipping; however, this can not be conclusively determined. Also, this condition was not related to the reported event. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).